Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis conclusively determined that the root cause of the reported helix extension/retraction problems was due to dried blood/body fluid clogging the helix tip.

Event description:
It was reported that this lead was explanted due to exhibiting helix issues. Another lead was implanted instead. No further adverse patient effects were reported.

Event description:
It was reported that this lead was explanted due to exhibiting helix issues. Another lead was implanted instead. No further adverse patient effects were reported.